Event description:
A director reported that following an intraocular lens (iol) implant procedure, a patient experienced difficulty reading fine print, halos and glare. The iol was exchanged for another lens model. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There has been one similar complaint reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).